Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely the device cannot be turned on due to faulty power supply unit. The event can be prevented by following the instructions for use which state: -ensure proper power condition at site (proper grounding & no voltage fluctuation). -during fumigation equipment must cover or moved to other area. -equipment to be placed in dust free environment. -prevent the equipment to hit with hard surfaces or dropped during movement from one location to another. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (on behalf of the customer) reported to olympus that during maintenance found power supply of video system center was not working, needed to send to service center for proper inspection and repair as there was no power. There was no procedure involved. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to faulty power supply unit. In addition, evaluation found dust accumulated inside the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.